Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient twiddled the right ventricular (rv) lead out of the ventricle. The patient twiddled the right atrial (ra) lead out of the heart and into the device pocket. The implantable cardioverter defibrillator (ICD) system was removed due to twiddling by the patient. The ICD system was not replaced. No further patient complications have been reported as a result of this event.